Manufacturer narrative:
The device was sent to the repair bench and the speaker was replaced. Additional parts were replaced and updated as part of the refurbishment process per procedure (B)(4). There was no actual malfunction of these parts. The device was returned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported speaker malfunction error. No adverse event involving patient or user was reported.